Event description:
It was reported that during routine follow up, externalized conductors were observed via fluoroscopy. The electrical function of the lead was observed and tested and no anomalies were detected. The lead will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.